Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that an ac voltage error occurred on two different outlets of the cardiohelp. The failure occurred before use and during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that an ac voltage error occurred on two different outlets of the cardiohelp. The failure occurred during treatment. No harm to the patient was reported. A getinge service technician (fst) was sent for investigation on 2022-05-10/12. No failure was found. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst the most probable root cause is the very loose wall receptacle by the customer which was used. The customer reported that other medical devices in the patient room shut off or had power issues. Furthermore based on the risk file v24 (dms# (B)(4)) following root causes can lead to the reported failure: - overvoltage; - undervoltage; - negative voltage. According to the instruction for use (chapter 5.6.1 "check before every application", point 15) the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The review of the non-conformities has been performed on 2022-05-12 for the period of 2019-01-18 to 2022-05-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-01-18. Based on the results the reported failure " ac voltage error " could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).